Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. Date of issue is an approximation. The sensor was inserted into the arm on (B)(6) 2017. It was reported that after wearing the sensor for 2 days, the patient started to experience discomfort and a reaction. The skin reaction was described as a welt around the entry point of the sensor wire into the skin. The patient stated that there were no irritations around the area of contact between the skin and the sensor adhesive patch. The discomfort was described as mild pain that usually starts around day 2 of wearing the sensor. It was indicated that the welts resulted in the formation of scarring and additionally, the welts usually resolve within 7 days. At the time of contact, the patient was doing okay. No additional patient or event information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. It was reported that the sensor was inserted into the arm. Dexcom labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.